Event description:
Information received from the (B)(6). Medtronic (covidien) received information regarding an incident with one of its manufactured devices. During the mechanical thrombectomy, it was reported the cello ruptured while it was inside the patient. No malfunction was reported with the solitiare fr. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
N5350083 is not a valid model / lot number. Multiple attempts were made to obtain the correct model / lot number with out success. (B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. The lot history record review was not possible as the lot number was not reported. Attempts were made to get obtain the lot number, but without success.